Manufacturer narrative:
The reported field event of device caused infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic with a pocket infection around their pacemaker. The physician explanted the device. The patient was stable throughout.